Event description:
It was reported there was a hole in the PICC. Needed to be replaced for patient.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and appears to be use related. One 5 fr triple lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. Kinks were observed in the catheter approximately 18.3 cm and 21.5 cm distal to the molded joint. A small longitudinal split was observed in the white lumen between the 17 cm and 18 cm depth markers, at the location of the kink measured to be approximately 18.3 cm distal to the molded joint. A microscopic observation revealed the edges of the split were rough and curved. The fracture surfaces of the split were observed to be uneven and granular. The catheter material adjacent to the split was observed to be less lustrous and a crease was observed in the material, indicating prolonged and/or repeated kinking of the catheter tubing at this location. The catheter was observed to kink easily at the location of the split with the split itself at one of the corners of the kink. The shape and observed physical characteristics of the split in the catheter, and the material surrounding the split, are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recx3662 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3662 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported there was a hole in the PICC. Needed to be replaced for patient.